Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the dull knife experienced by the customer cannot be determined. (B)(4).

Event description:
A surgeon reported that the knife that is included in the custom pak had poor cutting performance. In some situations, the surgeon reports having to use force to make the incision. Additionally, the surgeon indicated that there was a risk of piercing through the cornea too quickly when this happens. A stand-alone knife is used in the event the surgeon feels the incision cannot be made. There was no pt impact reported and the total number of pts could not be determined.